Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted without issue. However, when attempting to run the automatic setup, the device began beeping. A yellow screen was displayed on the programmer, then telemetry was lost. The session was ended, but they were unable to reconnect with the device. Another programmer was used and did connect to the device; the patient data was gibberish, then a pd error was displayed. The device was removed from the patient and a new device was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Extensive analysis of the device memory and of the returned programmer log files was performed. The block of memory that was corrupted was able to be identified, but despite exhaustive testing, the cause of the memory corruption could not be determined.